Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the heparin order was sent over as 950 units/hr but the order was for 1000 units/hr. The nurse had to manually correct the programming. There was patient involvement but no harm.

Event description:
It was reported that the heparin order was sent over as 950 units/hr but the order was for 1000 units/hr. The nurse had to manually correct the programming. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported issue of unintended rate change was unable to be replicated and confirmed. No suspect device was returned for this investigation; therefore, an external inspection could not be performed. The pcu and pump module device logs were not returned for investigation; however, the customer provide a couple of emails regarding interoperability errors and part of the hl7 file, once reviewed by the interoperability consulting team, it was concluded that the root cause associated with the change in heparin rate could not be determined testing was not able to be performed as no devices were returned for investigation. The alaris¿ system with guardrails¿ suite mx user manual v12.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the probable cause of the unintended rate change ¿ heparin was unable to be determined, no devices were returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.